Manufacturer narrative:
(B)(4).

Event description:
It was reported that all leads were dislodged causing the patient to receive multiple shocks. The entire system was explanted and a new system with epicardial leads was implanted. The procedure went well and the patient was discharged.